Event description:
The home patient (hp) contacted baxter's quality assurance department to report solution leaking out of the connector on the patient line of the homechoice set during priming prior to the automated peritoneal dialysis therapy. Reportedly, this has been going on for the past year. Conversation with the home patient revealed that patient stacks two solution bags on top of the heater bag during the prime cycle. No patient injury or medical intervention was associated with this incident per the home patient.